Manufacturer narrative:
Although the customer initially reported a battery data warning, review of the AED's internal log files determined that the AED was reporting a replace battery pack now warning. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported that their customer's AED's asi is flashing red, and reporting a battery data warning. They reported that this did not occur during patient use.